Manufacturer narrative:
Arjo was notified about an event involving arjo maxi move passive floor lift. The customer informed that a caregiver was using the device for a patient transfer and when the caregiver stopped lowering the device, the lift moved down unintentionally. The customer reported that the patient hurt her ankle during the event. After the event, the device was inspected by an arjo technician. The arjo technician tested the lift numerous times but was not able to recreate the reported unintended movement. During visual inspection the technician found scratches on mast, chassis and worn the down button situated on the mast control panel. The arjo representative made attempts to contact the customer to gather additional information regarding event circumstances and sustained injury. Despite our best efforts, the customer did not provide additional information related to the event. To sum up, the unintended movement was reported by the customer and from that perspective, the device did not perform as intended. The maxi move floor lift was being used with a patient at the time of the event and played a role in the reported event. The complaint was decided to be reportable to the competent authorities due to the allegation that unintended movement occurred and patient sustained an injury.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during a patient transfer the lift started to lowered unintended . The customer reported that patient hurt ankle. No detail information was provided so far regarding sustained injury.